Manufacturer narrative:
Device evaluation completed on november 3, 2020: during the visual evaluation, a tear (a) was observed starting in the anterior view and extending to the posterior aspect, measuring approximately 7.8 cm. Additionally, an anomaly on the anterior view was noted on the device consistent with a crease/fold. Another tear (b) was found within the crease/fold measuring approximately 0.4 cm. Microscopic examination of the edges of tear a revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Concerning tear b, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 15, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 275 cc saline prosthesis experienced deflation on an unknown side post procedure. The issue discovered via ultrasound examination. As a result, replacement with mentor implant was performed on (B)(6) 2020.